Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product will not be returned.

Event description:
Reporter stated the customer was hospitalized with hyperglycemia and ketones in the blood. She woke in the morning and felt nauseous and vomited, and her blood glucose was 22.5 mmol/l. She was transported to the hospital, where she was admitted and treated with an intravenous drip. She was released later that day with a blood glucose level of 13.0 mmol/l. There was a large air bubble in the cartridge, and the customer could not say how old the adapter was. The customer was advised on product recommendations. Follow-up was completed with the customer. She changed the adapter and other accessories, and the infusion device now functions as intended. No product is available to return for evaluation.